Event description:
Per physicians report, pt suffered three dislocations of the revised hip in 2001. In december 2001 surgical intervention (fixation, bone grafts, not explantation) was required. Also had an occurrence of deep venous thrombosis in 2001 and a knee fracture in august 2002. This reporter became aware of these events in march 2004.